Manufacturer narrative:
Device analysis: the returned product consisted of a watchman flx delivery system (flx) with the implant in the sheath and blood in the device. The hub, shaft, tip, implant, and core wire were visually, tactilely, and microscopically examined. Inspection of the device revealed tip damage as the tri-cuts were flared and there were abrasions on the inside of the sheath tip. There were numerous kinks throughout the sheath. Inspection of the remainder of the device found no other damage or defects. Product analysis could not confirm the reported event of cardiac arrest as clinical circumstances could not be replicated.

Event description:
It was reported that cardiac perforation occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman truseal access system (was) and a 31mm watchman flx laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. A 35mm wds was attempted to be used, but the physician could not position the closure device properly in the laa. A new was and new wds were then used. The was was positioned in the laa and the new 31mm wds was inserted. The closure device was deployed in the laa, but the physician could still not deploy the closure device in the proper position. It was noted at this time that a small amount of contrast flowed into the pericardium. No pericardial effusion was noted, but the patient was given 3000 units of protamine. The procedure was ended with no closure device implanted in the laa of the patient. No intervention or other treatments were performed for the patient. The patient is expected to make a full recovery.

Event description:
It was reported that cardiac perforation occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman truseal access system (was) and a 31mm watchman flx laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. A 35mm wds was attempted to be used, but the physician could not position the closure device properly in the laa. A new was and new wds were then used. The was was positioned in the laa and the new 31mm wds was inserted. The closure device was deployed in the laa, but the physician could still not deploy the closure device in the proper position. It was noted at this time that a small amount of contrast flowed into the pericardium. No pericardial effusion was noted, but the patient was given 3000 units of protamine. The procedure was ended with no closure device implanted in the laa of the patient. No intervention or other treatments were performed for the patient. The patient is expected to make a full recovery.